Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing pump reset information, and the caller successfully reset the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared.